Event description:
A physician reported bubbles in the secondary incision and detachment of the descemet during laser assisted cataract surgery. The procedure was completed without further issues. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).